Manufacturer narrative:
(B)(4) / initial 1 of 1. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia due to occlusion issues occurred between (B)(6) 2026 to 05 mar 2026. The blood glucose level was 600 mg/dl and was treated with correction injection via multiple daily injection. The insertion site was abdomen.